Event description:
As reported: "the patient underwent the initial operation for femoral condyle. During the operation, the drill broke when drilling at the proximal target device. Successful rescue, no drill left in the body."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage and severe damage with its major part of the flute broken apart and further having a broken tip. The edges of the broken segment show slight plastic deformation while the majority of the breakage surface indicates towards a brittle fracture. The cutting edges show severe damage and material erosion. The deformation observed on the broken tip suggests that there is a strong likelihood that the drill got stuck during use and in the event of excessive torsional and bending forces, the drill snapped. The critical diameter of the drill was observed to be 4.18mm against the required diameter in the range of 4.10mm to 4.20mm. Similarly, the average hardness of the drill was observed to be 53.5 hrc against the required hardness in the range of 53.0hrc to 57.0hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The appearance of breakage surface and cutting edges indicate towards an intense usage leading to a forced brittle fracture. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient underwent the initial operation for femoral condyle. During the operation, the drill broke when drilling at the proximal target device. Successful rescue, no drill left in the body."